Event description:
The lever on the saw guide has snapped off. This was found at the office when resetting trays and was not associated with a particular case.

Manufacturer narrative:
Examination of the submitted attune mod post saw cap sz 6-8 confirms the cap button component has fractured. The reported device was discovered to have failed post surgery. The fractured piece was not returned. The root cause is design. Depuy warsaw design engineering is currently exploring a new mod cap button design that will be more robust. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.